Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, lot #: 2.1.0 h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced and the system performed as intended. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A11 was coded for the error 64 message. A1102 was coded for the 3d registration model disappeared. A110208 was coded for the application crashed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during registration, the 3d registration model disappeared. The application crashed with error 64. The site rebooted the system and it resumed functioning as intended. There was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs captured a corefile and segfault in qmlguiservice during the verfiy registration task of biopsy optical procedure. The core was generated by qmlguiservice, and the program terminated with signal sigsegv, segmentation fault during the function call "mre::details::defaultshaderstoragebufferobject::initialize()" at library "libnvidia-glcore.so.430.40". A software issue was confirmed. The reported event results from a software malfunction. Codes b01, c10, d18 are applicable to this analysis. Codes b01, c19, d14 are also applicable to the system service that was initially reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the issue occurred during an open biopsy with craniotomy procedure.

Manufacturer narrative:
Additional information: section a and b5 have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.